Event description:
On (B)(6) 2014, it was reported by an insurance agency that a fire had occurred at the home of one of their customers. In addition, it was reported the customer had an ac-powered adjustable hospital bed, manufactured by invacare (model: 5410low) in the home. Upon arriving, the fire fighters noted nine non-invacare oxygen cylinders at the back of the house. Before the fire fighters could evacuate the area, the cylinders exploded, injuring three of them. (B)(6), female occupant of the home reportedly perished in the fire; while the male occupant (age unknown) sustained burns. The descendant was reportedly not in the area of origin of the fire at the time of ignition. Due to her physical state/condition, she was unable to act or exit the building. The male occupant has since passed away. No cause of death was provided. According to the incident report drafted by the (B)(6) fire protection district, the origin of the fire was determined to be the bedroom. The cause is undetermined at this time. The investigation into the fire is on-going; however, there is no allegation the fire was ignited by the ac-powered adjustable hospital bed.